Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device were sticking to the patient's tissue during the procedure. The device was returned to covidien and initial inspection discovered that the jaw wire insulation was damaged and a portion was missing.

Manufacturer narrative:
(B)(4). Multiple seal tests with the returned item confirmed that all seals were within specification, all tones activated as required, and no sticking occurred. The jaws of the device opened and closed without issue. Examination of the wire insulation confirmed that a section of the jaw wire insulation is missing and was not returned. A review of the manufacturing process found nothing that could contribute to this damage. The damage is comparable to the scraping of the device jaws against the sharp edge of a trocar during insertion or removal, and is attributed to user error. The IFU cautions users to carefully insert and withdraw instruments from cannulas/trocars to avoid possible damage to the device. A review of the relevant device history records for this lot found no entries that could have contributed to the customers report, and there is no trend associated with either issue.